Event description:
As reported by the edwards field clinical specialist, a 26mm sapien 3 ultra valve was deployed in incorrect orientation. The valve was prepped with the skirt towards the atrium, a second check by the operator was completed and valve entered the esheath. The valve was not coaxial, so they did not see the lucent line during alignment or while aligning the valve in the native valve. The valve was deployed in the aortic annulus and incorrect orientation was noticed right away. A second valve was prepped and deployed in 6 minutes. The patient was stable at the time of reporting. The patient was planned for discharged on pod 6.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for incorrectly oriented valve implanted was unable to be confirmed due to unavailability of relevant imagery. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training manual revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "the valve had been prepped with the skirt towards the atrium, a second check by the operator was completed, and the valve entered the esheath. The valve was not coaxial so they did not see the lucent line during alignment or while aligning the valve in the native valve. The valve was deployed in the aortic annulus and incorrect orientation was noticed right away." In this case, the valve orientation was verified twice prior the implanting. However, both the nurse who crimped the valve, and the implanting operator, failed to identify that the valve was crimped in incorrect orientation. As such, available information suggests that procedural factors (failure to identify incorrect orientation of thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.